Event description:
Dr also reports of a post-lung transplant cf pt admitted for a sinus infection that had an unrelated ralstonia culture.

Event description:
She also reports that another pt had a ventilator associated pneumonia and a positive culture for ralstonia.

Event description:
Dr reports of a death of a patient following cardiac surgery. She suggests the death may have been associated with a gram-negative sepsis. Vapotherm has worked closely with hosp and specifically with dr. Cdc did an on-site investigation at hosp.